Event description:
It was reported by the user that during startup of the axiom luminos drf system, the system tilted by itself from 0 to 90 degrees. No patient involvement or injury were communicated. In a worst-case scenario serious injury to a patient may result if the issue were to recur. It should be noted that the user always has the possibility to stop unintended movement by pressing the emergency stop button. The reported event occurred in germany.

Manufacturer narrative:
Manufacturers preliminary analysis: the cause for the unintended tilt movement has not yet been determined yet. The investigation is ongoing. Initial corrective actions/preventive actions implemented by the manufacturer: siemens requested that the facility not use the system any further until repair is completed at the affected site. No general problem has been detected for the installed base which requires an immediate action. A supplemental report will be submitted if additional information or investigation results become available. Internal ID#(B)(4).

Manufacturer narrative:
H10 manufacturer narrative: h3, h6: siemens healthcare investigated the reported issue in detail. It was stated by the customer that when the system was turned on, it moved by itself from 0° to 90° on (B)(6) 2022. The provided log files ave been analyzed. At 7.37a.m., the system was turned on, but no evidence of movement could be found. At 8.26a.m., the first movement was recorded in the log files. This software version does not contain any information about the origin of the signal. However, it could be seen that several axes were moved simultaneously, indicating a movement to the patient transfer position in 90°. No movement without command or any kind of error was found in the log files. During the investigation, the date on (B)(6) 2022 was communicated as another timestamp. However, the log files showed that the system was shut down between on (B)(6) 2022. Therefore, this timestamp was not considered for further investigation. According to the information received, the described issue was not reproducible. The service technician confirmed that there was no problem with the table side control. Since the remote-control console (rcc) also contains a button for the 90° patient transfer position, it was replaced on site. The rcc was investigated by the product experts. A functional check revealed that only two buttons on the membrane keypad were functional ("system on", "tube centering"). All other buttons were inoperative. This indicates that the button for the 90° patient transfer position was also without function. A visual check of the internal components of the rcc revealed marks of thermal effects on a flat ribbon cable. However, no electrical connection between the single conductors or between a conductor and ground (no short circuits) was caused by the marks on the ribbon cable. Therefore, a malfunction was not caused by this part. Overvoltage could be ruled out as the cause of the failure. The electronics board was still functioning as intended and the connected electronics were intact. In addition, there were no signs of fluids inside the console that could have caused a short circuit. The investigation showed that the membrane keypad of the rcc was malfunctioning. However, this could not cause an unintended movement. Therefore, it is assumed that the movement was accidentally triggered by a user. This type of system does not have dead man grip (dmg) functionality. According to the service technician, the described issue did not reoccur after the malfunctioning remote-control console (rcc) was replaced. The spare part consumption of the affected rcc (material number: 10308481 (for production), replaced with 10308484 (spare part) shows values below the defined threshold. In general, any unwanted movement can be stopped immediately by pressing the nearest emergency stop button. The emergency stop buttons are located on each rcc, on the basic unit near the table side control panel and, if available, on the wall stand. This is described in more detail in the user manual (sxpd3-500.620.01.01.02, pages 30 and 392). Since no general problem was identified the complaint was closed without further measures. H11 corrected data: d8: the device was not serviced by a third party and should have been checked "no" in the initial report. H8: usage of device was incorrectly checked as "reuse" in the initial report. This field should have been blank.